Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000217986 model/catalog description control pump fgs izmodel number/catalog number 72400024 serial number null batch/lot number 1000218855 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced erosion leading to the aus explant. There were no device malfunctions associated with the explanted device. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.